Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing found that the d drive on the system required defragmentation though the system stated it was not necessary. After performing defragmentation, the imaging system then passed the system checkout and was found to be fully functional. A software investigation was initiated following these findings. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while outside of a procedure, when the site attempted to start the imaging system. The viewing station gave an error message stating "an error has occurred that may have damaged system integrity, please restart." Initial troubleshooting was performed by restarting the system, though this did not resolve the issue. There was no patient present when this issue was identified.